Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pvi procedure the faradrive steerable sheath clear was selected for use, damage to end of dilator noted when prepping sheath. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned.